Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. Inspection revealed a partially separated shaft that was located near the collar.

Event description:
Reportable based on device analysis completed on 26-apr-2019. It was reported that the device got kinked. A 145 guidezilla was selected for use. During the procedure, the proximal end of the delivery shaft got kinked. The procedure was completed with a different device used of the same model. No patient complications reported, and the patient was stable post procedure. However, device analysis revealed that the shaft was partially separated and located near the collar.